Manufacturer narrative:
An event of thrombus after months of device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the small thrombus was noted on the pulmonary vein (pv) side, the limbus of the disk. And also noted that the patient mentioned that they were not taking dual antiplatelet therapy (dapt). Dapt was administered for three months. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The amulet was successfully implanted. On (B)(6) 2024, a follow up transesophageal echocardiogram (tee) was conducted and a small thrombus was noted on the pulmonary vein (pv) side, the limbus of the disk. The patient mentioned that they were not taking dual antiplatelet therapy (dapt) but only aspirin. The patient was put on dapt for three months and will recheck after that. The patient was reported stable.